Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows the bilateral iliac buckling at the aortic iliac junction and sac growth of 16mm are confirmed. However, the type iiib endoleak was unconfirmed. This moderately consistent with the reported adverse event/incident. The clinical evaluation also shows reasonable evidence to suggest bilateral iliac stenosis (due to buckling) occurred that was not included in the event as reported. The bilateral iliac stenosis was discovered during review of the 120-month post implant CT (computed tomography) report. Procedure related harms, device, user, procedure or anatomy relatedness of this complaint could not be determined with the medical records available for review. However, the patient was lost to follow up, it appears there was no CT scanning done since (B)(6) 2015 (cautionary product use condition). This most likely contributed to the severity of the event. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents.

Event description:
The patient was initially implanted with an intuitrak bifurcated stent graft and two (2) iliac limb extensions to treat an abdominal aortic aneurysm (aaa). Approximately ten (10) years post implant, a computed tomography (CT) scan identified an endoleak of indeterminate origin, sac expansion, and compression of the bifurcated stent graft. The patient is currently being monitored pending reintervention. Additional information: the endoleak of indeterminate origin was identified as a 3b endoleak during re-intervention. The physician elected to reline the originally implanted devices with an afx2 bifurcated stent graft. Re-intervention was completed and the leak was resolved. The patient is currently stable and being monitored post re-intervention. The clinical assessment determined that there was evidence to reasonably suggest bilateral iliac stenosis (due to buckling) occurred that was not included in the event as reported. The bilateral iliac stenosis was discovered during review of the 120 month post implant CT (computed tomography) report.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The patient was initially implanted with an intuitrak bifurcated stent graft and two (2) iliac limb extensions to treat an abdominal aortic aneurysm (aaa). Approximately ten (10) years post implant, a computed tomography (CT) scan identified an endoleak of indeterminate origin, sac expansion, and compression of the bifurcated stent graft. The patient is currently being monitored pending reintervention.